Event description:
It was reported that visualization issues occurred. The 85% stenosed, 28 x 2.75 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter could not show the image. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed a twist section in the sheath assembly.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a twist section in the sheath assembly. Visual and microscopic inspection revealed a broken drive shaft within the telescope section of the device; the break began 31.60cm from the distal end of the connector shaft. The impedance test showed the testing shows an electrical open at the proximal end of the catheter. The sheath assembly was cut to observe both ends of the broken driveshaft. Media provided by the customer was inspected and showed evidence of the reported issue.